Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
Review of results files: cell 1 neg cell 2 neg, cell 3 neg, cell 4 neg, cell 5 neg, cell 6 (2+), cell 7 neg, cell 8 (k+k+) ?, cell 9 neg, cell 10 neg, cell 11 neg, cell 12 neg, cell 13 neg, cell 14 (k+k+) neg, pos ctrl 4+, neg ctrl neg note: customer noted that cell 6 reacted 2+ but no antibody specificity determined with this cell confirmed the reactivity of the k antigen on retention crrid, lot id122, with anti-k. Customer's patient sample was tested with retentions crrid, lot id124 (lot id122 had expired) on in-house galileo. Cells 2, 8, 10, and 14 are kell positive cells. Cell 2 reported 2+, cell 8 reported 1+, cell 10 reported equivocal, and cell 14 reported negative. Manual capture was performed with customer's patient sample using retention crrid, lot id124 (cell 10 and 14). Cell 10 resulted in a 1+ reaction and cell 14 resulted in a negative reaction. The issue appears to be related to the nature of the sample.